Event description:
Discordant advia centaur xp ca 15-3 results were obtained for several samples from different patients. The customer questioned the readypack (reagent pack) from lot # 151 during a correlation study due to calibration failure. The readypack ID is 11282. Patient results were questioned since the readypack may have been switched mid-day and quality control may not have been run until the next shift. Repeat testing was performed and the results were higher. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca15-3 results may be attributed to a bad readypack. The readypack is unavailable for in-house investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU under the intended use section states the following: "the advia centaur ca 15-3 assay is an in vitro diagnostic test for the quantitative serial determination of cancer antigen ca 15-3 in human serum using the advia centaur and advia centaur xp systems. When used in conjunction with other clinical and diagnostic procedures, serial testing with the advia centaur ca 15-3 assay is useful for monitoring the course of disease and therapy in metastatic breast cancer patients, and for detection of recurrence in previously treated stage ii, with greater than two positive lymph nodes, or stage iii breast cancer patients. This assay is not intended for use on any other system." The IFU under the limitation section states the following: "note: do not interpret levels of ca 15-3 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 15-3 within the range observed in healthy individuals. Additionally, elevated levels of ca 15-3 can be observed in patients with nonmalignant diseases. Measurements of ca 15-3 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 15-3 assay as a screening test or for diagnosis. Normal levels of ca 15-3 do not always preclude the presence of disease."